Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, a new cartridge was successfully loaded after the pump was reset. Customer's blood glucose ranged from 102-103 mg/dl.